Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not sure if the implant was removed the (B)(6). It was stated that the patient was still in the hospital as a result of the infection. Additional information received reported that perioperative antibiotics had been administered. It was stated that the patient did not have meningitis. It was reported that the patient had fever, redness, swelling, drainage, and pain associated with the infection. It was stated that the infection had been located at the device pocket. A culture had been obtained from the pocket and mssa was cultured. It was reported that administration of IV antibiotics and total device system explant had been the actions taken. It was reported that the patient's infection had resolved and there was no drug withdrawal.

Event description:
It was reported the patient contracted a (B)(6) infection and was admitted to the hospital two days prior to report. It was reported the patient had a wound infection and the device was explanted on 2014-(B)(6). It was noted this event required hospi talization. 2014-(B)(6) e1a (rep): no new information